Event description:
It was reported that the patient never had therapeutic effect. The patient¿s stimulation was in the wrong location. This occurred at implant. The patient¿s stimulation didn¿t get down to her feet. The leads were positioned ¿right under the bra¿ and the implantable neurostimulator (ins) was where the pants sat on the waist. The patient could not wear a bra for 2 years because of this. There was also a big cyst where the leads were located. They had not been able to get stimulation in the correct location. The stimulation didn¿t go past the knees and the physician was unsure why they put it in. The device was implanted for neuropathy. The patient wanted the device removed as it had never worked and it was in the wrong location. Reprogramming was attempted, but it didn¿t do anything. It was further noted that the patient had not been happy with the unit she had implanted in (B)(6) 2013. It had nothing but cause the patient grief. The patient still had concerns regarding the device or therapy. The patient had an appointment with a physician on (B)(6) 2015 to discuss an explant. Interventions and patient outcome were not provided. Follow up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).